Event description:
It was reported that the device and lead were explanted and replaced due to noise and high impedance, which varied with position. Exit block was also indicated. No patient complications were reported as a result of this event.